Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their one touch verio 2 meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. Medical surveillance specialist (mss) made two unsuccessful attempts to follow up with the patient. The patient reported that the alleged message first occurred on (B)(6). The patient manages her diabetes with insulin (non-adjuster) and denied making any changes to her usual diabetes management routine as a result of the alleged product issue. The patient reported that 2 weeks after the alleged issue began she developed symptoms of dizziness, shaky and faint. On (B)(6) 2015 the patient claimed that she attended emergency room (ER) and received IV glucose from a health care professional (hcp) and obtained a blood glucose result of 48mg/dl on the ER meter. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product and the correct test strips were being used. When inserting a test strip or pressing the power button the meter did not turn on and the meter batteries did not require replacing. In addition cca noted that the issue remained unresolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.